Event description:
A customer reported to baxter that the overpouch was not sealed and the pouch was completely open. There was no patient injury or medical intervention indicated at the time of the initial report as this was discovered prior to use.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The actual sample was received for evaluation. A visual inspection of the sample revealed overpouch was opened. This defect was due to a failure in the overpouch sealing machine. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. The root cause investigation is in progress.